Event description:
It was reported that a small volume folfusor stopped infusing during patient infusion. The device was filled with fluorouracil 2100mg in 84ml of sodium chloride 0.9%. The expected infusion time was 7days; however, approximately a golf ball sized volume of the medication remained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code:(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between november 29-30, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection showed fluid contained inside the device's bladder which suggested the issue may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.